Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self-selected mode without any user interaction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including the front panel buttons and knobs were stressed for approximately 30 minutes without duplicating the report. The device was recertified and returned to the customer. Te device log did not have any associated faults. No trend is associated with reports of this type.